Event description:
It was reported that a patient received a total hip arthroplasty on 6.5 years prior. The patient experienced a revision of the tibial insert due to poly wear. The revision went well and the outcome appeared fine at time of surgery. Device will not be returning as hospital sends all removed implants for analysis

Manufacturer narrative:
Upon review of all available information, the revision reported in experience (B)(4) was likely the result of micro-motion between the implant and surrounding bone throughout 6 years of use. However, this cannot be confirmed because the component was not returned for evaluation. It is a known risk that there may be subsequent revisions or surgical interventions of joint replacement devices. This device is used for treatment not diagnosis. No information, asked not provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision of the tibial insert due to poly wear.